Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes/ rash on my face back shoulders are gone"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal distension ("I no longer look 8 months pregnant"), peripheral swelling ("feet and hands no longer swell") and arthralgia ("my hips dont heart"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder and fatigue had not resolved and the rash, abdominal distension, peripheral swelling and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, fatigue, menorrhagia, pelvic pain, peripheral swelling, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jul-2018: information received from social media: reporter information updated. Events rash on my face back shoulders was clubbed with previously reported event. Events abdominal distension, peripheral swelling, arthralgia were newly added. Outcome of event rash updated to recovered. Case became incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), intra-abdominal haemorrhage ('being admitted to the hospital for a abdomen and pelvis full of clots') and pelvic haemorrhage ('being admitted to the hospital for a abdomen and pelvis full of clots') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes/ rash on my face back shoulders are gone"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal distension ("I no longer look 8 months pregnant"), peripheral swelling ("feet and hands no longer swell"), arthralgia ("my hips dont heart") and allergy to metals ("allergies to silver or nickel"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder and fatigue had not resolved, the intra-abdominal haemorrhage, pelvic haemorrhage and allergy to metals outcome was unknown and the rash, abdominal distension, peripheral swelling and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic haemorrhage, pelvic pain, peripheral swelling, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: allergy to metals. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added- allergies to silver or nickel. Reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), intra-abdominal haemorrhage ('being admitted to the hospital for a abdomin and pelvis full of clots') and pelvic haemorrhage ('being admitted to the hospital for a abdomin and pelvis full of clots') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes/ rash on my face back shoulders are gone"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal distension ("I no longer look 8 months pregnant"), peripheral swelling ("feet and hands no longer swell"), arthralgia ("my hips dont heart"), intra-abdominal haemorrhage (seriousness criterion medically significant) and pelvic haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder and fatigue had not resolved, the rash, abdominal distension, peripheral swelling and arthralgia had resolved and the intra-abdominal haemorrhage and pelvic haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic haemorrhage, pelvic pain, peripheral swelling, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media contents received : reporters information added. Events added- intra-abdominal haemorrhage and pelvic haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("being admitted to the hospital for a abdomin and pelvis full of clots"), pelvic haemorrhage ("being admitted to the hospital for a abdomin and pelvis full of clots"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes/ rash on my face back shoulders are gone"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal distension ("I no longer look 8 months pregnant"), peripheral swelling ("feet and hands no longer swell"), arthralgia ("my hips dont heart"), allergy to metals ("allergies to silver or nickel"), autoimmune disorder ("autoimmune disease"), anger ("angry"), crying ("crying"), malaise ("it made me sick") and sjogren's syndrome ("sjogrens"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder and fatigue had not resolved, the intra-abdominal haemorrhage, pelvic haemorrhage, allergy to metals, autoimmune disorder, anger, crying, malaise and sjogren's syndrome outcome was unknown and the rash, abdominal distension, peripheral swelling and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anger, arthralgia, autoimmune disorder, back pain, crying, dyspareunia, fatigue, intra-abdominal haemorrhage, malaise, menorrhagia, pelvic haemorrhage, pelvic pain, peripheral swelling, rash, sjogren's syndrome and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, pelvic haemorrhage, menorrhagia, back pain, abdominal pain, rash, dyspareunia, tooth disorder , fatigue, abdominal distension, peripheral swelling , arthralgia, allergy to metals , autoimmune disorder, anger , crying. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. On 29-may-2020: pfs received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("being admitted to the hospital for a abdomen and pelvis full of clots"), pelvic haemorrhage ("being admitted to the hospital for a abdomen and pelvis full of clots"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes/ rash on my face back shoulders are gone"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal distension ("I no longer look 8 months pregnant"), peripheral swelling ("feet and hands no longer swell"), arthralgia ("my hips dont heart"), allergy to metals ("allergies to silver or nickel"), autoimmune disorder ("autoimmune disease"), anger ("angry"), crying ("crying"), malaise ("it made me sick") and sjogren's syndrome ("sjogrens"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder and fatigue had not resolved, the intra-abdominal haemorrhage, pelvic haemorrhage, allergy to metals, autoimmune disorder, anger, crying, malaise and sjogren's syndrome outcome was unknown and the rash, abdominal distension, peripheral swelling and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anger, arthralgia, autoimmune disorder, back pain, crying, dyspareunia, fatigue, intra-abdominal haemorrhage, malaise, menorrhagia, pelvic haemorrhage, pelvic pain, peripheral swelling, rash, sjogren's syndrome and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, pelvic haemorrhage, menorrhagia, back pain, abdominal pain, rash, dyspareunia, tooth disorder , fatigue, abdominal distension, peripheral swelling , arthralgia, allergy to metals , autoimmune disorder, anger , crying. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: reporter information added. New event made me sick added. Fu 10& 11 process together. On (B)(6)2020: social media received: reporter information added. Fu 10& 11 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("being admitted to the hospital for a abdomen and pelvis full of clots"), pelvic haemorrhage ("being admitted to the hospital for a abdomen and pelvis full of clots"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes/ rash on my face back shoulders are gone"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), abdominal distension ("I no longer look 8 months pregnant"), peripheral swelling ("feet and hands no longer swell"), arthralgia ("my hips dont heart"), allergy to metals ("allergies to silver or nickel"), autoimmune disorder ("autoimmune disease"), anger ("angry") and crying ("crying"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder and fatigue had not resolved, the intra-abdominal haemorrhage, pelvic haemorrhage, allergy to metals, autoimmune disorder, anger and crying outcome was unknown and the rash, abdominal distension, peripheral swelling and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anger, arthralgia, autoimmune disorder, back pain, crying, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic haemorrhage, pelvic pain, peripheral swelling, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media : new reporter and event autoimmune disease ,angry, can¿t stop crying added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.